Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronics. The insulin pump had corroded motor home switch. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify alarm, a35 alarm, frozen screen, a20 alarm, a08 alarm and testing with minilink transmitter due to blank display. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was receiving an unexpected restart alarm on the insulin pump. Caller stated that the pump was giving a constant tone while the customer was sitting in a chair. Caller stated that the alarm did not successfully clear and the screen is frozen. Customer received an unexpected restart alarm when he put in a new battery in the pump. Customer was also having issues with the sensor not sticking. The pump screen was not completely blank and had a 2 in the middle. Caller was advised to discontinue use of the pump and revert to a back-up plan. Caller was advised that the pump will need to be replaced.